Event description:
On 8/5/1999, at aprox 1130 hours, pt was being transferred from table to bed when device #1 was discovered not operating and pt's blood pressure was critically low. No audible alarm was reported from the equipment. The dopamine solution was moved to another infusion pump and the blood pressure was increased.